Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive. The customer's blood glucose reading was unknown at the time of incident. No further details provided.

Manufacturer narrative:
The device passed leak test. However, it was received with unresponsive down arrow button. The problem isolated to keypad assembly. The device was received with connector properly connected. No damage or moisture damage on keypad assembly noted. We were unable to perform functional test including self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to button keypad anomaly. The insulin pump was received with cracked keypad overlay at select button, minor scratched lcd window, scratched case and scratched keypad overlay.